Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned inserted in a launcher guide catheter and could not be removed from the guide catheter due to the balloon being still inflated. A kink was evident on the hypo-tube. The device was pushed past the distal tip of the guide catheter. On inspection it was noted the device had folded over on itself while attempted withdrawal from the guide catheter. When the device was unfolded, necking was evident to the proximal balloon bond. Deflation testing could not be carried out due to the condition of the proximal balloon bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one euphora coronary balloon catheter to treat a moderately tortuous, moderately calcified lesion with 70% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that balloon deflation difficulties occurred, and the device would not deflate at the lesion site with the indeflator. The deflation issues occurred following the first inflation. An attempt was made to deflate the balloon with a 20cc syringe without success. The balloon was able to be pulled back without any issue due to the undersize of the balloon and vessel. The entire system was pulled out, including the launcher guide catheter. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or packaging stylette. A concentration of contrast/saline was used. Difficulties were not noted during inflation of the device. The device was not moved or repositioned while inflated. There was no complaint against the launcher guide catheter used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.